Event description:
It was reported that a spectrum infusion pump had 94 instances of "upstream occlusion" alarms in the event history log. It was also reported that there was no patient incident.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the "upstream occlusion" alarms in the event history log, but could not reproduce constant or false "upstream occlusion" alarms. The evaluation found that the width of the inscribed pin dimension was above specification, which is a known contributor to false "upstream occlusion" alarms. The ultrasonic sensor was replaced.